Manufacturer narrative:
This case was assessed as reportable to the FDA as the event lumps (injection site nodule) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from an australian nurse via a business development manager and concerns a female patient. She was injected with a total of 1.5 ml of radiesse(+), into the neck (off label use of device), in (B)(6) 2023. Radiesse(+) was diluted with 16 ml of water for injection product preparation issue) and injected as tumescence/boluses around the neck. As reported, at the training, the nurse received the injection technique guidelines and a copy of a consensus paper on complications. Reportedly, the nurse did not refer to either of them and threw them out. In 2023 (also reported as (B)(6) 2023), one month after the radiesse(+) injection, the patient experienced 3 lumps. She was treated with steroids and the lumps were excised. As reported, the patient wanted to return to the clinic in the week after this report. Due to the provided information, the outcome of the event was considered as resolved, in 2023.